Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) would not connect to a remote control (rc) or a clinicians programmer (cp). Troubleshooting attempts were done including multiple charging sessions, however, the ipg would not turn on and was still unable to be discovered or connected to. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to supplemental (1) MDR in blocks: b5 and h6. The ipg was received for analysis; however, it did not charge despite multiple attempts. Additionally, communication could not be established with either a known working remote control (rc) or clinician programmer (cp). As a result, the data logs could not be retrieved, and no functional testing could be conducted. Upon further inspection, the ipg was opened, and internal electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. Such damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources. A labeling review was performed, and it states: the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy (any damage to the device by radiation may not be immediately detectable.), ultrasonic scanning, and high-output ultrasound. X ray and CT scans may damage the stimulator if stimulation is on. X ray and CT (computed tomography) scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may require removal as a result of damage to the device.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty connecting the remote control (rc) and establishing communication between the clinical programmer (cp) and the implantable pulse generator (ipg). Troubleshooting steps were performed, including the use of multiple remote controls and charging sessions; however, the issue persisted. The patient loss stimulation and subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The ipg was received for analysis; however, it did not charge despite multiple attempts. Additionally, communication could not be established with either a known working remote control (rc) or clinician programmer (cp). As a result, the data logs could not be retrieved, and no functional testing could be conducted. Upon further inspection, the ipg was opened, and internal electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. Such damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources. A labeling review was performed, and it states: the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy (any damage to the device by radiation may not be immediately detectable.), ultrasonic scanning, and high-output ultrasound. X-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT (computed tomography) scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may require removal as a result of damage to the device.

Event description:
It was reported that the implantable pulse generator (ipg) would not connect to a remote control (rc) or a clinicians programmer (cp). Troubleshooting attempts were done including multiple charging sessions, however, the ipg would not turn on and was still unable to be discovered or connected to. The patient underwent an ipg replacement procedure and was doing well postoperatively.